Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was depressed and could not rebound, the device could not be used normally. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The momentary squeeze (ms) pump was microscopically inspected and leak testing and passes both tests. Momentary squeeze (ms) pump failed functional test, ms pump stayed flat after the activation tests and would not rebound. Based on the information available and analysis results, the failure of the ms pump, which stayed flat and would not rebound could have caused or contributed to the device not performing as intended.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was depressed and could not rebound, the device could not be used normally. The ipp was explanted and replaced. There were no patient complications reported.